Manufacturer narrative:
Details of the complaint: on (B)(6) 2018, (B)(6) reported that after a new installation and during monitoring of patients, cns pu-621ra sn:(B)(4) rebooted and lost all of its settings. Customer had two cns systems beside each other, and only this unit went down. Service requested: troubleshooting/assistance. Service performed: the ups stayed on. Customer stated no one could have bumped it. All cables were seated securely. When customer turned the cns back on, there were 4 beds displayed and customer changed it back to 16 beds. Dual display was not set up. Network ports were swapped. The working cns went into communication loss and then came back up. The nonworking cns stayed down. Customer swapped the ethernet cable and nothing came up yet. Customer discovered the device just needed to add beds to the main display. After doing so, patients were able to be seen. There were no further reported issues. Investigation result: the cns was manufactured by nkc and sent to nka in 2017. Unit was sent as part of sales delivery to customer on 03/05/18. The reported issue occurred on 06/14/18 after recent installation of the new cns. The root cause could not be determined as no issues were found. All cables were verified to be seated correctly and the ups was determined to have power, which rules out the possibility of power failure. As there were no issues found with the cns and no further reported issues for the cns spontaneously rebooting, possible root cause may be user error or error in the installation/set up.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down and only 4 bedside monitors (bms) were displayed upon reboot. The issue resolved on its own once all 16 beds were added. No patient harm was reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down and only 4 bedside monitors (bms) were displaying upon reboot.

Manufacturer narrative:
Details of complaint: on 6/14/2018 customer reported cns device turned off on its own while the it connected to the ups. The ups stayed on. Customer stated clinical settings were lost. Customer stated no one could have bumped the ups by accident and that cables were securely seated. During the troubleshooting call, the reported issue of cns rebooting on its own and lost clinical settings could not be duplicated. Cns was able to monitor beds and was able to see all patients. No issues were noted. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: service history for pu-621ra s/n (B)(6) shows this is an isolated issue. Service history for this facility shows this is an isolated issue. Due to limited available information, and the issue could not be duplicated, the root cause for the reported reboot could not be determined.

Event description:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down and only 4 bedside monitors (bms) were displaying upon reboot.